Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 413 mg/dl. The customer stated that her blood glucose are 459 mg/dl, had treated with a pen prior. The customer began to fell nervous, she would like to reach out to her health care provider out what to do moving forward. Customer will call health care provider to find out how to treat her high blood glucose. The customer also stated that she changed site and got a no delivery. Customer is loosing weight and has flab. The customer's trainer suggested for her to use another site. The customer is not sick and has no blood problems. The customer discarded of infusion set that she received the no delivery with.